Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 38 alarm during testing. The motor was tested outside of the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a no motor movement or negligible movement and retries to free a stuck motor failed pump error alarm. Customer reports they were able to clear the alarm but they are not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.